Event description:
The customer reported that the t:slim x2 pump battery was not charging despite using the correct tandem charging cable and wall adapter. They attempted various troubleshooting steps, such as using different adapters and cables, but the issue remained unresolved. There was no adverse impact to the customer¿s blood glucose level during this time. Tandem technical support arranged to send a replacement pump and advised the customer on how to handle the faulty equipment. Subsequently, the customer observed that the original pump began charging and suspected user error. As a result, they decided to keep the current pump and return the replacement, with the understanding to contact support if the issue persisted.